Manufacturer narrative:
H3: product analysis stated no fault was found in device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in nim mainframe there was no stimulation response. It was further stated stim return does not show "0" , no error codes were displayed and there was no visual or audible indicators. There was no patient impact.